Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. Large droplets of additive were observed on the inside of the tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. H3 other text : see h.10.

Event description:
It was reported that prior to use with 4 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the additive was discolored. The following information was provided by the initial reporter, translated from chinese to english: stage: open the outer packaging. Defects: found that the additives in the tube are yellow , not the normal cream color. Quantity: 4 tubes. Effects: no other adverse effects on patients.

Event description:
It was reported that prior to use with 4 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the additive was discolored. The following information was provided by the initial reporter, translated from chinese to english: stage: open the outer packaging. Defects: found that the additives in the tube are yellow , not the normal cream color quantity: 4 tubes. Effects: no other adverse effects on patients.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-08-28. H.6. Investigation summary: material #: 367863. Lot/batch #: 2292077. Bd had received four (4) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure mode for additive abnormality was observed. Large droplets of additive were observed on the inside of the tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.